Manufacturer narrative:
Patient information was not available at the facility. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received.

Event description:
A pericardial effusion and cardiac tamponade occurred and procedure was cancelled. It was reported that versacross connect laac access solution was selected for atrial fibrillation (a fib). During the procedure, physician and fellow tried the transeptal at first and it was got stuck on the septum. Then it was tried second time and the pressure dropped 50/40 and it was noticed pericardial effusion. Pericardiocentesis kit was used to drain the heart. Cardiac tamponade was reported. No ablation catheter was inserted. It was just used a non-boston scientific sheath and versacross connect. Patient was hospitalized overnight and expected to fully recover.